Manufacturer narrative:
(B)(4). Add'l info will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh received a customer complaint where it was reported that during the resident's transfer from the bed, the left shoulder clip detached from the spreader bar of the lift. It was indicated that the resident was at least 1 min hanging in the sling on the lift while the staff member was making the resident's bed. Then the resident yelled and the staff member tried to assist the resident's as much as possible. It seems that in this moment, the upper clip came off and the resident slipped out of the sling. The back of the resident's head hit the floor first while the staff member attempted to pull the resident back over to the bed. The resident fell completely out of the sling, and hit the left side of her ribs on the legs of the lift. As a consequence of the event, the resident received four cracked ribs and the caregiver sustained strained neck and shoulder.